Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as no additional information can be provided concerning the event. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that when the patient returned to remove internal fixation prostheses fourteen (14) months following a left ulnar wrist internal fixation procedure, the locking reconstruction plate was found to be fractured, the patient's fracture site was displaced, and the tissue surrounding the patient's original bone fracture visibly showed degeneration, necrosis and inflammatory cell infiltration. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.